Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1000mg, intraperitoneal, alternate day, total of 5 doses, ongoing), ceftazidime injection (1000mg, intraperitoneal, daily, in one bag for 14 days, ongoing) and fluconazole injection (150mg, once a day, ongoing) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.